Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the foreign material come out of distal end due to clogging of channel mount unit. The most probable cause of foreign material could not be established. Additionally, the most probable cause of corrosion on adhesive of bending section cover, as well as on adhesive surrounding light guide lens and objective lens is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion on adhesive of bending section cover, as well as on adhesive surrounding light guide lens and objective lens. Additionally, foreign material was observed emerging from the distal end. There was no patient involvement.